Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the representative had not been given a date for replacement of the pump. They did receive an email from the hcp, though, indicating the intention to follow-up with the patient. The representative informed the hcp that the pump should either be emptied of medication or turned to minimum infusion mode just in case it starts up again. The patient was discharged from the hospital. The event was also reported as the pump stalled then stopped, and the pump stopped earlier than anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-04. It was reported that the patient was not sure if they experienced any symptoms related to the motor stall as they were on various medications at the time in the hospital. It was stated that the pump would probably be replaced but the date was not yet known as the patient's doctor was still away and the patient as still recovering from the hip operation. If the pump is explanted it will be returned. The information provided would be confirmed with the hcp once returned from leave. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was still in situ, and a replacement was scheduled for (B)(6) 2018. The pump would be returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (10.0 mg/ml at 4.101 mg/day) and bupivacaine (30.0 mg/ml at 12.303 mg/day) via an implantable pump for pain. It was reported the patient had a major ortho surgery the week of (B)(6) 2018. This was also reported as the patient was in the hospital following a major joint surgery. The pain nurses called on (B)(6) 2018, as an alarm was sounding in the patient's body (critical alarm). Pump data was showing a motor stall occurred on (B)(6) 2018 and a pump stopped - may exceed tube set message occurring on (B)(6) 2018. No troubleshooting was performed, only the pump data was recorded with the n'vision. The nurses in the hospital were aware the patient has a pain pump that appeared to have stopped, were monitoring the patient closely, and medicating accordingly. It was reported the patient was on many medications in their post-operative condition, and were very drowsy and appeared confused. It was difficult to obtain patient history, and the patient did not know why their pump stalled. Contributing factors to the event were not yet known. The patient's pain specialist was away on leave, but was informed of the event by email. No action was taken. It was reported surgical intervention did not occur and it was unknown if it was planned, but it was also stated the pump would be replaced in the future by a medtronic product. The pump status was implanted - out of service. The patient status was unknown. The issue was not resolved. No further complications were reported or anticipated. Pump logs were provided from an interrogation on 2018-mar-28 at 14:56. The logs confirm a motor stall occurred on (B)(6) 2018 at 15:12 and a "stopped pump period may exceed tube set" message occurring on (B)(6) 2018 at 15:12.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative received a call from the hcp on (B)(6) 2018, indicating the patient's pump had started alarming again. Following the incident in march, the hcp stated they removed the drug and replaced it with normal saline as a temporary measure, and to keep the catheter patent. As the critical alarm was sounding, the representative was asked to set the pump to minimal infusion and to silence the alarms, which they did on (B)(6) 2018. The pump read-out still indicated that hydromorphone was in the pump; the hcp stated they did not change it on the n'vision. Despite the verbal communication from the hcp, as a precautionary measure, the representative instructed the patient that if they felt anything like withdrawal they should go to the emergency department immediately. The patient was scheduled to have their pump replaced next "wednesday (B)(6)."

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two and the lower shaft of the rotor magnet. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. Logs showed an empty reservoir alarm occurred on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was explanted.